Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd q-syte luer access split septum there was a clog. It occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in the third ward of the emergency department, the infusion connector was blocked after being connected to the infusion set.